Manufacturer narrative:
The pump passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the displacement accuracy test however, the pump alarmed pump error 63 during the self test and pump error 63 alarm (variable 3) is found in the downloaded history file due to broken trace at pin 1 on the keypad assembly. No pump error 42 or pump error 82 alarms noted during testing. The motor was tested outside of the pump and passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarms. Customer reported they were able to clear the alarms. Customer stated they are able to rewind the insulin pump. Customer was performed displacement test and it was passed and self test was failed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.